Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2004; 0154 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller received an alert for sensing integrity counter (sic) and high rate non-sustained episodes and wanted to know why they could not see the ventricular fibrillation (vf) episode. The caller was advised that the episode was not viewable as it is ongoing and will not be viewable until after the episode terminates. The lead remains in use. No patient complications have been reported as a result of this event.